Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). The OEM performed a review of the device history record and revealed there were no deviations or non-conformities regarding device¿s manufacturing process and shipping standards.

Manufacturer narrative:
The scope was returned to olympus for evaluation. A visual inspection of the angulation control knobs and bending section area was performed with no anomalies or irregularities observed. All controls knobs were manipulated and were noted to be within specification. There were no indications of stiffness on the insertion tube and no heavy movements to the control knobs. In addition, the scope passed leak the test. Based on the evaluation results, the reported event could not be determined; however, the instructions for use provide several warning and caution statements to prevent patient injury. Never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. It may also become impossible to straighten the bending section during an examination. Never insert or withdraw the endoscope¿s insertion section while the bending section is locked in position. Never operate the bending section, feed air or perform suction, insert or withdraw the endoscope¿s insertion section, or use endotherapy accessories without viewing the endoscopic image. Patient injury, bleeding, and/or perforation may result.

Event description:
Olympus was informed that the scope angulations were stiff and the patient sustained a duodenal perforation three to four minutes into the procedure. The procedure was stopped, and a cat-scan was performed. The patient required a surgery to repair the perforation, and completed the intended procedure (stone removal). The surgery was successfully completed, and the patient was discharged. The user facility further reported that the scope was inspected prior to the procedure and no abnormalities or irregularities noted.